Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump was alarming for a little over a week. The pump had been alarming every 10 minutes and the pump was empty/dry. The patient could not find a healthcare provider (hcp) willing to manage the pump because the previous hcp told him he didnt want him as a patient anymore. The consumer stated that when the patient is in pain, he is not nice; however, the consumer did not report any current pain symptoms. The consumer thought the drugs in the pump are dilaudid and klonopin, but does not know and stated other than that I dont know whats in it. The patient never was given a paper saying what was in it. The patient had oral medications from the primary care doctor, which kept him from having withdrawal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2016-dec-13. It was reported that the pump was still empty and alarming and had been alarming for over a month. The empty pump had not been resolved and no actions or interventions had been done. The patient had asked the hcp to raise the pump. There were only two doctors in the area that fill pumps and they would not take the patient. The patient was in so much pain that he threatened to kill himself the night before ((B)(6) 2016) but they were able to stop him. It was indicated that the patient was in ¿one heck of a mess¿ and the patient had tried cannabis and kratom for pain relief and it had helped some. It was noted that kratom was a plant and they would make tea with it. The patient was discharged from two clinics and they had not found a managing physician but wanted to find one. It was noted they were going to meet with a new hcp who ¿loved the patient¿ so they should take him, per the consumer. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.